Event description:
The health care provider reported a pump infection. The plan was to explant the pump. The medications being delivered via the device system were baclofen and dilaudid. No additional info was provided.